Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that power on the system screen went from 100% to 85% during vitrectomy surgery. It was attempted to increase the power by pressing the control panel however, the displayed power continued to decrease back to 85% indicating that the laser was no longer needed, and the probe was withdrawn. Details related to patient harm have not been reported. Additional information has been requested but is not available at the time of this report.